Event description:
While the ob was doing a repair of a vaginal tear, the needle completely detached from the string while the needle was inside of the patient's vaginal tissue. The ob had to manually extract the needle that was lodged to the patient's vaginal tissue. It also delayed in the repair of a tear that was actively bleeding.